Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose around 315 mg/dl after announcing a smaller meal than was consumed and then entering an additional small meal announcement; the user changed infusion supplies per routine and noted use of a teflon infusion set with 23-inch tubing, and later reported ilet notifications indicating dexcom g7 sensor pairing failure, which was resolved by reentering the pairing code. Symptoms included hyperglycemia. Outcomes included spontaneous improvement of blood glucose from 315 mg/dl to 302 mg/dl during the initial call, and later to 110 mg/dl by fingerstick and 114 mg/dl on ilet, with subsequent decline to 95 mg/dl, without need for further intervention and without hospitalization. Investigation included technical troubleshooting with device-patient interface checks and sensor pairing verification. Investigation of this case revealed user meal entry contributing to hyperglycemia and a sensor pairing failure that was corrected by reentering the dexcom g7 pairing code; there was no evidence of infusion set failure or device malfunction affecting insulin delivery. It was concluded that the event was attributable to user meal announcement mismatch leading to hyperglycemia with successful resolution through routine physiological correction and sensor re-pairing, and no adverse health impact beyond transient high glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.